Event description:
A distributor reported on behalf of a user facility to olympus the tracheal intervention fiberscope had a pinhole. Upon inspection and testing of the customer returned device, it was observed that there was flexible tube coating peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Upon inspection of the returned device, in addition to the mentioned flexible tube coating peeling, the following faults were also found: air/water leak due to the pinhole on the a-rubber, pierced / cut or scratch of the bending section, a cut on the a-rubber, adhesive on a-rubber is detached/damaged due to chemical or physical stress, wear of angle wire/bending angle in up direction does not meet the standard value and was longer than normal, the connecting tube was snaking and the connecting tube had a dent. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.